Event description:
It was reported that at the beginning of 2010 patient had a breakage in a catheter which took three times to fix. Caller reported a return of pain since early (B)(6) 2010 on the right side and right hip. Health care provider (hcp) had performed an x-ray and this did not show a problem with catheter. Patient reported hcp "couldn't get anything out of port." Patient reported they had not had any falls or trauma. Patient reported they have scoliosis and cerebral palsy (cp) but hcp did not think this was related. There were no alarms. Patient reported they went in for a pump refill (B)(6) 2010 and they couldn't get medication from catheter access port. The following symptoms were reported: headache, tingling in extremities and swelling in the legs. A fluoroscopy was ordered but the patient missed the fluoroscopy appointment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).